Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, that patient was unable to enter MRI mode. And experienced ineffective therapy. Patients leads have high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein, system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.